Manufacturer narrative:
Date of event: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 1st related complaint for flange broken on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (2) 0.5ml bd insulin syringes from lot# 0321219. The returned syringes were examined and it was observed that 1 syringe exhibited a needle hub and shield assembly detached from the barrel ¿ this issue was investigated in pr# (B)(4). The other syringe exhibited a broken flange. Manufacturing (holdrege) will be notified of the observed issue. Photos - 09nov2021, holdrege received a photo complaint from material #324911 and lot #0321219; syringe 0.5ml 31ga x 6mm. Initial evaluation: examination of the photo indicates that one of the plunger flanges is not present. There appears to be no further damage to the plunger rod, barrel, needle assembly unit or cap. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger and stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: during the manufacturing process the following inspections are completed on regular intervals: visual inspection every hour: missing components including plunger rod/barrel flange visual inspection every hour: damage defective components including plunger rod/barrel flange if a defect is found during an inspection a quality notification is initiated. No notifications were created for this defect. Root cause: maintenance dispatch (l2l) was reviewed and l2l #112884 was created for the main dial damaging the barrel. The printed barrels transport down a rail that feeds into a main dial where silicone is added into the barrel. Air jets control the flow of the syringes entering the main dial. When more the one syringe enters the main dial, damage to the syringe may occur. The assembly machine is programmed stop when a damaged syringe occurs. Any affected product is removed and scrapped. Correction: replaced and adjusted the air jets to the correct angle to prevent the syringes from going into the prep-dial at an angle. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - 00382904911010a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had product damage issues. The following information was provided by the initial reporter :   it was reported by the bd employee that a broken flange was observed.